Manufacturer narrative:
(B)(4). The reported complaint for "the balloon cannot be deflated" is confirmed based on the submitted video. The product was not returned for investigation. The video shows the iab bladder not properly deflating. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the deflation issue. The probable root cause of the complaint is undetermined. No further action is required at this time. This will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the balloon cannot be deflated". As a result, the iab was removed and a new iab was placed in the ame insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the balloon cannot be deflated". As a result, the iab was removed and a new iab was placed in the ame insertion site. No patient harm or injury. The patient status is reported as "fine".